Event description:
A customer reported an issue with their pump declaring an altitude alarm 21, which led to the suspension of their insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by cleaning the speaker holes and using multiple cartridges, but the problem persisted. After consultation, technical support and csa approved a replacement pump. The customer was informed of the shipment of a new pump with updated software, and training would be available in their tandem source account. The customer agreed to return the problematic pump within 10 days using a provided return box and pre-paid label.